Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to trend relating complaints.

Event description:
The event is reported as: customer reported: stapler jammed, when trying to use. No pt injury reported.